Event description:
It was reported the lcd (liquid crystal display) screen is black along the top edge, "bleeding" down into the remaining screen, and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was corroded. It was also noted that the upper case and lower case were corroded, contaminated and broken, the lcd lens, battery release, main seal, lcd display gasket, lead flex o-ring, battery release o-ring, battery drawer, lcd screw and battery drawer o-ring were contaminated, one bail cover was broken and one was missing, the lead flex cover and battery contacts were corroded and contaminated, one case screw and one bail were missing, both printed circuit board (pcb) screws, board connector flexes, main pcb, battery flex and heart lead flex were corroded and the keyboard was scratched and contaminated.